Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported with the use of the bd vacutainer® edta 2k there was an issue with embedded foreign matter in tube.